Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested the product back for analysis and provided the customer with a replacement hub. The device has not been returned to date. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent. Customer had a double pump and only one was alleged to have been faulty and the customer is continuing to use the other pump whilst waiting for their replacement.

Event description:
Customer reported to us on 7th january from the netherlands that they were experiencing low suction on their elvie pump which had lead to both pain, and then a subsequent infection. The customer advised that they ended up being hospitalised for the treatment of the infection which they believe was caused by the low suction on their elvie pump.